Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the cutter did not work and not cutting at all during vitrectomy surgery. The surgery was completed after replacing the product with another one. There was no impact to the patient.